Event description:
It was reported that during an unknown procedure, the tissue pad on the disposable was burnt. A second disposable was then opened. No further information about the case, but stated that there was no patient consequence.